Event description:
As reported, the patient had an initial left tsa on an unknown date. The patient was revised on (B)(6) 2023 due to a failed reverse and was switched to cta. The reported event is not related to the breakage of a device and no surgical delay/prolongation was reported. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3. The following sections were corrected: h6. H3: no specific device information was provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined as the reason for revision was not provided. These devices are used for treatment not diagnosis.